Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 4 months following the implant of a transcatheter valve in the patient's native annulus at a depth of 4 millimeters (mm) on the non-coronary cusp (ncc) and 8 mm on the left coronary cusp (lcc), a computed tomography (CT) scan was performed that revealed the valve failed due to stenosis. Additionally, a mean gradient of 54 millimeters of mercury (mm hg), and thrombus on the valve with leaflet thickening were also observed. The patient experienced hypertension, congestive heart failure (chf), dyspnea, and decreased ejection fraction attributed to the valve. Subsequently, the patient was hospitalized and treated with 2 rounds of low dose tissue plasminogen activator (tpa) for approximately 48 hours. Following tpa treatment, the patient's mean gradient was 21 mm hg, and valve area went from 0.5 squared meters to 1.1 squared meters. It was planned for the patient to undergo a repeat echocardiogram during follow-up.